Manufacturer narrative:
Tandem quality engineer reviewed pump data. The reported malfunction alarm was confirmed in the pump logs. However, there is no evidence that the pump experienced a malfunction or failure related to the low bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer also reported an undefined low blood glucose level of 40 mg/dl which was addressed by consuming carbohydrates.